Manufacturer narrative:
Batch review performed on 14 february 2020: lot 173799: (B)(4) items manufactured and released on 24-jul-2017. Expiration date: 2022-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability in the knee. The surgeon revised the medacta sphere insert flex right 14mm s2 with the medacta sphere insert flex right 20mm s2. To tighten the knee 10 months and a half after primary. The surgery was completed successfully.